Event description:
It was reported that when pressing handswitch and footswitch control, device was not functioning, no power supply to cut and coagulation during acromioplasty procedure. This procedure was completed with a competitor device (mitek) as backup . There was no significant delay and no patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with strong contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e7 error was by-passed with a test fixture (p/n(B)(4). ) and the wand functioned as intended on the screen/electrodes when pressing the hand switches or the foot pedal for ablate/coagulate, not as reported. The suction line was tested and performed as intended. The suction line was tested and was partially clogged by dried parts of tissue at distal end. A back flush cleaned the line and the suction performed as intended; the complaint was verified, however the device creates plasma on the screen/electrodes after bypassing the error e-7; there are several root causes that could have contributed to the reported event: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management. They are all outlined in the instruction for use provided with the device associated with set-up and use of the device and could influence the functionality of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.